Manufacturer narrative:
(B)(4). An investigation was initiated to further investigate the customer issue including a review of the complaint text, a review of the instrument log and service history, a search for similar complaints, and a review of labeling. Logs revealed daily maintenance was performed the day of the occurrence, and customer support troubleshooting resolved other complaint issues during the timeframe of (B)(6) 2009 through (B)(6) 2010. Tracking and trending did not identify any adverse trend in conjunction with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no product issue was identified for falsely decreased afp results on the architect i2000sr analyzer.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely decreased afp result for one patient sample. The architect i2000sr analyzer generated an initial afp result of 342.98 ng/ml. An auto dilution of 1:16.7 then generated an afp result of >3340 ng/ml. The customer performed a manual 1:10 dilution and obtained an afp result of 28020 ng/ml. This last result matched the patient's previous result of 26000 ng/ml the falsely decreased afp result was not reported outside the laboratory and there was no adverse impact to patient management reported.